Event description:
According to the reporter, during use, the cuff of the endotracheal tube leaked air. The patient's finger pulse oxygen saturation was lower than before, and the lowest dropped to 92%. Obvious laryngeal sounds were audible at the patient's bedside, and the cuff of the tracheal tube pressure measurement showed gradual air leakage. During the replacement of the endotracheal tube, the patient's finger pulse oxygen decreased, slowed breathing, and cardiac arrest occurred, which lasted for two minutes. Cardiopulmonary resuscitation was immediately performed symptomatically.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.